Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was consistent to a known anomaly in the medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive when selecting the patient exams to be used. It was found that the cursor would not respond to user selections. Only movement with the cursor was possible. Restarting the navigation system resolved the issue. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.